Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2004, d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional p wave undersensing during arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.